Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the main coil was returned. The main coil was found kinked and stretched. The interlocking arm was detached and it was not returned. No more damages were returned for this complaint. The zap tip had a smooth surface. The number of distal and proximal fiber bundles and the zap tip and primary coil od were within specifications.

Event description:
It was reported that the coil partially unravelled in the ovarian artery. The target lesion was located in the moderately tortuos left ovarian artery. A 12mm x 40cm interlock-35 was selected for use in an embolization of the left ovarian artery. During the procedure, the physician could not deploy the coil due to the fact that he could no longer push it forward to exit the catheter. Half of the coil was inside the catheter and half was outside the ovarian artery. Then, he attempted to retract the coil by exerting excessive pressure however, the coil partially unravelled in the ovarian artery. A microcatheter was used to manipulate a guidewire and snare the coil in the ovarian artery. The coil was successfully removed and intact. The procedure was completed with a different device. No patient complications reported and no impact on the patient post procedure.

Event description:
It was reported that the coil partially unraveled in the ovarian artery. The target lesion was located in the moderately tortuous left ovarian artery. A 12mm x 40cm interlock-35 was selected for use in an embolization of the left ovarian artery. During the procedure, the physician could not deploy the coil due to the fact that he could no longer push it forward to exit the non-bsc catheter. Half of the coil was inside the catheter and half was outside the ovarian artery. Then, he attempted to retract the coil by exerting excessive pressure however, the coil partially unraveled in the ovarian artery. A microcatheter was used to manipulate a guidewire and snare the coil in the ovarian artery. The coil was successfully removed and intact. The procedure was completed with a different device. No patient complications reported and no impact on the patient post procedure.